Event description:
It was reported that the event occurred in the cardiac surgical intensive care unit. The insertion site was the left internal jugular. It is reported that leakage was noted via the hemostasis valve. There are no reported patient injuries or complications. The patient is noted as "okay."

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.